Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem system had a defect. No instrument could be detected. There was no patient present when this issue was observed.

Manufacturer narrative:
The site received a new emitter and replaced it themselves. The old emitter was discarded by the site. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.